Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a broken tip. The device was being used during surgery. No injury or medical intervention reported. There was no additional info provided.